Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead accessory was eroding through the skin. As a result, the product was explanted, and a new accessory was implanted. There were no complications during the procedure. Patient was stable.